Manufacturer narrative:
(B)(6) 2024 repair tech: (B)(6). Xjh ft cntrl, cable, recep damaged. Inconsistent or no activation of foot pedal in second position power supply connection with power cord does not fit securely which could causing interment activation. Quick disconnect stem is corroded causing quality of water flow replaced damaged/worn components and recalibrated unit to factory specs. Ensure using no worn/damaged inserts. Qa-(B)(6) hpc-06230. St-202307.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron select sps g124 they allege that the insert is getting hot. No injury was reported from the alleged event.